Event description:
The patient was implanted with a peripheral nerve stimulator on march 04th, 2022. On march 27th, 2022 the patient went to the ER wtih fever, puss and swelling at the implant site. Antibiotics were prescribed and the patient was referred to an infectious disease doctor for treatment where the wound was drained and an additional round of antibiotics was prescribed. The patient currently does not have a fever and the cultures show no additional growth. The device was tested to confirm no movement from swelling and it was confirmed to still be working and in the correct location. An additional follow-up appointment has been scheduled.

Manufacturer narrative:
The other adverse events issues questionnaire was reviewed. Based on this review, implanting the device in an off label location was ruled out as a potential cause. Additionally, not irrigating the site before closure, not prescribing antibiotics pre-operatively, not prepping the skin with antiseptic solution, using inappropriate tools, and multiple tunneling attempts were ruled out as a potential cause of the reported issue. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection unknown. Therefore, conclusion has been selected as no problem/fault found.